Event description:
It was reported that following an implant procedure the patient was experiencing weakness in the legs due to large epidural hematoma. The patient was admitted to the hospital and the patients lead was explanted and hematoma was evacuated. The explanted device component was retained by the medical facility and will not be returned.